Event description:
During an atrial fibrillation procedure, when preparing to isolate the pulmonary veins, a fracture was found between the 2nd and 3rd electrodes of the catheter. The catheter was replaced, and the procedure was successfully completed, without adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.